Event description:
Pt started coughing during pfts. At this time it was noted that a piece of the filter was broken off and missing. After pft, pt was given a bronchodilator per protocol. During the bronchodilator treatment, the missing piece of filter was expectorated.